Manufacturer narrative:
One used sample was returned for device evaluation. Visual inspection found no tearing or damage on the tube. Functional testing was performed to test for leakage, and the sample passed leak testing for both the anesthesia breathing circuit and the breathing bag. The complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® anesthesia breathing circuit was found to be leaking air during use. No injury was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
The product was changed to address the reported issue. No medical treatment was required. The event was considered resolved.